Event description:
The hospital reported an error resulting in loss of ventilation during a case. The unit was turned off and restarted which resolved the issue and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).